Manufacturer narrative:
This report is being filed on an international product list 8d06-39, that has a similar us product distributed in the us, list 8d06-31 / 41. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect syphilis tp of (B)(6) on a sample that tested (B)(6) tppa of (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the complaint lot. The tracking and trending report review determined that there are no adverse trends. A review of labeling concluded that the issue is sufficiently addressed. The customer returned sample was tested with lot 95080li01 and a non-reactive result of 0.04 s/co was obtained. Although there is no reference test method for the syphilis assay, the sample was also tested with mikrogen recomline treponema igm/igg methods to provide additional information. Mikrogen recomline treponema igm and mikrogen recomline treponema igg methods were negative for the sample. No non-conformances and/or deviations associated with the complaint lot have been identified. A retained reagent kit of lot number 95080li01 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lot is negatively impacted. No false nonreactive results were obtained. No product deficiency was identified.

Manufacturer narrative:
The evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
Additional testing information was provided that confirmatory testing was performed on the patient sample with negative mikrogen recomline treponema igg and igm results.

Manufacturer narrative:
Update to catalog and lot number. The evaluation is in process. A followup report will be submitted when the evaluation is complete.